Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr us 2.50 x 32 mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from mid to distal stent region lifted and pulled in all directions. The undamaged crimped stent outer diameter was measured by snap gauge and was within max crimped stent profile measurement. Examination of the tip via scope found damage to the distal end of the tip. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube identified a break in the hypotube shaft located at 1mm distal to the distal end of the strain relief as well as multiple kinks along the length of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16-mar-2021. It was reported that crossing difficulties were encountered. A 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment, but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.